Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., and no similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
The centpillar stem and adept cup were revised due to the infection on 10/11/2013. During the revision surgery the corrosion was found at taper of the stem and cup. The surgeon requests the detailed investigation at the corrosion area of the stem. The primary surgery was conducted on (B)(6) of 2010.

Manufacturer narrative:
An event regarding infection involving a centpillar stem was reported. The event was not confirmed. Device evaluation indicated that the coated area of the stem showed sparse fibrous on-growth. The material analysis report found that explantation damage and discolored areas were observed on the trunnion of the stem. The mar report concluded: "the trunnion of the neck of the centpillar hip stem showed some signs of corrosion products from the femoral head and explantation damage. No material or manufacturing defects were observed during this examination." A device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot or sterile lot. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause.

Event description:
The centpillar stem and adept cup were revised due to the infection on (B)(6) 2013. During the revision surgery the corrosion was found at taper of the stem and cup. The surgeon requests the detailed investigation at the corrosion area of the stem. The primary surgery was conducted on (B)(6) 2010.